Manufacturer narrative:
On 7-jan-2025, bwi received additional information regarding the event. No air was introduced into the patient. Flushing was performed and the sheath was replaced. No neurological symptoms were noted since the procedure completed. The air leakage was not accompanied by any visible damage. On 15-jan-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection evaluation of the returned device was performed following j&j medtech procedures. Visual analysis revealed that the hemostatic valve was missing from the irrigation hub. Afterward, a dilator sample was introduced into the sheath, but no valve was detected. This failure is unrelated to the manufacturing process since the manufacturer has four process controls to prevent a device without a hemostatic valve from reaching the end customer. A device history record was performed for the finished device batch number 60000436, and no internal actions were identified. The missing hemostatic valve could be related to the air flow back issue reported. Therefore, the customer complaint was confirmed. The potential cause of the separation of the valve may be related to the manipulation of the device during the procedure however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through j&j medtech¿s quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with four different carto vizigo¿ 8.5f bi-directional guiding short sheath - small devices. For all the vizigo sheaths used, when drawing the air from the side port, a large amount of air was continued to be drawn. With the first device, (lot#60000436): after obtaining a pre-map of the left atrium with octaray, the octaray was removed from vizigo short and replaced with varipulse, and when it was flushed once. Second vizigo short (lot#60000417): immediately after replacing the first vizigo short, a dilator was inserted and flushed, but a large amount of air was continued to be drawn. Third vizigo short (lot#60000436): when replacing the varipulse with the qdot, the varipulse was removed from the vizigo and flushed, but the large amount of air was continued to be drawn. Fourth vizigo short (lot#60000436): this device was used until the end of the procedure. It was unclear whether the hemostatic valve itself was broken or not. No physical damages were noted on any four of the devices. But air leaks were identified. No patient consequences were reported. This report is for the 1st vizigo short in question (lot#60000436).